Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. No determinations can be made as to the cause of the reported issue.

Event description:
It was reported that the c5 screw backed out of the plate post-operatively. A revision was done to remove the plate and screws.